Manufacturer narrative:
The ise system is routinely calibrated every 4 hours and qc is run at that time. Qc results were stable within the lab's established ranges. The customer uses the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse disassembled and cleaned gel out of the flow cell. The fse replaced the ise module. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The elevated results were in the range of 150-157 mmol/l. The original specimens were re-tested and lower results were generated (137-140 mmol/l). The erroneous results were not reported out of the lab. There was no affect to patient treatment.